Event description:
It was reported that a patient was revised approximately two years and four months post implantation due to pain, instability, effusions, and patella impingement with malalignment. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D10- medical product: vanguard cr fem 65 rt-mach, item# 183008-01, lot# j6917396; series a pat std 25 3 peg, item# 184760, lot# 807800; biomet cc cruciate tray 71mm, item# 141233, lot# j6869986; bone scr 6.5x25 self-tap, item# 00625006525, lot# 64611734 x2; biomet bc r 1x40 us, item# 110035368, lot# f2701z12ba x2. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. The radiographs were not submitted as sufficient information was provided via the written medical records. Additional review of the radiographs would not enhance the investigation. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: small joint effusion negative for synovitis; moderate swelling; subluxation of patella with maltracking and impingement; no fracture or loosening identified; persistent pain and instability; femoral bone loss identified. It is mentioned in the revision notes that the patella was undersized; however, the size of the patella would have been chosen based on following surgical technique during the initial surgery and confirmed during trialing to check range of motion and stability of the knee. Therefore, no issues are found with the patella sizing. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint has been confirmed by review of the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. Previously reported under incorrect MFR in (B)(4).